Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient was wondering if they could have an MRI with their implanted device. An MRI mode overview was provided to the patient, and the patient was emailed MRI mode instructions. The patient was also emailed healthcare provider (hcp) listings as they stated their doctor retired and they didn't have a doctor to manage their device. The patient reported they were having an issue with their device where "it's really weird" as patient reported it "stimulated electronically" their vaginal area. The patient clarified they felt stimulation on the outside of the lips of their vaginal area to the right side (the patient stated it was always to the right side). The patient stated this did not occur all the time, just every so often, but reported it was very annoying. The patient denied noticing this related to any positional movement and stated this happened unexpectedly. Stimulation expectations were reviewed with the patient and they reported feeling this more towards the front of the bike seat area, "way in the front". The patient stated they thought they needed to talk to a doctor about this. It was reviewed with the patient that they could decrease stimulation or turn off therapy if uncomfortable. The patient provided the event date as it's probably been going on a year and stated they just kind of put up with it. The patient stated it didn't last for days and would just come and go. The patient stated their external devices were not charged at the time of the call. The patient was redirected to their hcp to further address the issue.